Manufacturer narrative:
Fields d9 and h3 were updated. There were 10 of lot 48020011 test strips tested for the investigation. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 2.8 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Evaluation method codes were updated.

Manufacturer narrative:
Occupation is a lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results for one patient tested with two unknown coagulation meters with unknown serial numbers compared to a laboratory test with an unknown reagent. The result from the patient¿s meter was 3.5 inr. The result from the hospital¿s meter was 3.4 inr. The result from the laboratory was 2.6 inr. The patient¿s therapeutic range is 3.0- 4.0 inr. The timing between tests is unknown.